Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) year old patient experienced dysuria and urinary infection after altis procedure. Date of procedure : (B)(6) 2015 . Description of the event : on (B)(6) 2015, the patient experienced dysuria (slow stream). She reported to investigator during her 1-year visit after altis surgery on (B)(6) 2016 that this complication was still ongoing. There was no treatment for this complication. According to investigator, this complication is related to procedure. The physician hasn't seen the patient since (B)(6) 2016. No more information is available for this complication (device still implanted). From (B)(6) 2016 to (B)(6) 2016: the patient experienced 2 periods of urinary infection (cystitis). Treatment : cefixime (5 days) and ofoxacine (5 days). Status of the event : resolved on (B)(6) 2016. The investigator doesn't know if this event is related to the procedure or to altis sling.